Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this left ventricular (lv) lead had an infection. In addition, low intrinsic amplitude was also noted with this lv lead. The cardiac resynchronization therapy defibrillator (crt-d) with the right ventricular (rv) lead, right atrial (ra) lead and left ventricular (lv) lead remain in service. No additional adverse patient effects were reported.